Manufacturer narrative:
The device was received for evaluation which confirmed the leak was due to a product malfunction. A review of the device history record (DHR) was conducted and confirmed the product was released meeting all quality criteria and manufacturing specifications.

Event description:
A report was received on 09/10/2018 from a critical care nurse stating the premixed dialysate bag leaked fluid. There was no adverse effect to the patient or user. Follow up information received on 11/08/2018 from product evaluation confirmed the leak was due to a product malfunction.